Event description:
It was reported there were concerns this right ventricular (rv) lead displayed loss of capture (loc). Additionally, an alert was recorded for right ventricular automatic threshold (rvat) greater than programmed amplitude or suspended. Technical services (ts) confirmed loc in the rv lead as noted in the presenting electrogram (egm). Subsequently the patient presented in-clinic with a threshold of 2.7 volts however the device has previously been programmed to 2.5 volts. The patient reported lightheadedness intermittent episodes of dizziness. Additionally, a gradual increase in pacing impendence was noted. The pacing output was increased to 4.5v and a follow up evaluation was scheduled. This lead remains in service. There were no additional patient adverse effects.

Event description:
It was reported there were concerns this right ventricular (rv) lead displayed loss of capture (loc). Additionally, an alert was recorded for right ventricular automatic threshold (rvat) greater than programmed amplitude or suspended. Technical services (ts) confirmed loc in the rv lead as noted in the presenting electrogram (egm). Subsequently the patient presented in-clinic with a threshold of 2.7 volts however the device has previously been programmed to 2.5 volts. The patient reported lightheadedness intermittent episodes of dizziness. Additionally, a gradual increase in pacing impendence was noted. The pacing output was increased to 4.5v and a follow up evaluation was scheduled. This lead remains in service. There were no additional patient adverse effects. Additional information was received which indicated a lead safety switch (lss) occurred due to high out of range pacing impedances on the right ventricular (rv) lead. After the lss, myopotential noise was oversensed on the rv lead, which resulted in pacing inhibition. The patient has an underlying rhythm in the 40-50 beats per minute (bpm). Technical services (ts) recommended reprogramming options and to consider a lead revision at the time of device change out. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported there were concerns this right ventricular (rv) lead displayed loss of capture (loc). Additionally, an alert was recorded for right ventricular automatic threshold (rvat) greater than programmed amplitude or suspended. Technical services (ts) confirmed loc in the rv lead as noted in the presenting electrogram (egm). Subsequently the patient presented in-clinic with a threshold of 2.7 volts however the device has previously been programmed to 2.5 volts. The patient reported lightheadedness intermittent episodes of dizziness. Additionally, a gradual increase in pacing impendence was noted. The pacing output was increased to 4.5v and a follow up evaluation was scheduled. This lead remains in service. There were no additional patient adverse effects. Additional information was received which indicated a lead safety switch (lss) occurred due to high out of range pacing impedances on the right ventricular (rv) lead. After the lss, myopotential noise was oversensed on the rv lead, which resulted in pacing inhibition. The patient has an underlying rhythm in the 40-50 beats per minute (bpm). Technical services (ts) recommended reprogramming options and to consider a lead revision at the time of device change out. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted and replaced. No additional adverse patient effects outside the revision procedure were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The 'known inherent risk' conclusion code was selected based on the direct observation of calcium deposits on the tip or electrodes of the returned lead. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads. The failure to capture, pacing impedance high out of range, oversensing, brady pacing not delivered when required, high capture threshold, and noisy signals allegations were confirmed, based on the observation calcification on the lead at the electrode ring and helix.

Event description:
It was reported there were concerns this right ventricular (rv) lead displayed loss of capture (loc). Additionally, an alert was recorded for right ventricular automatic threshold (rvat) greater than programmed amplitude or suspended. Technical services (ts) confirmed loc in the rv lead as noted in the presenting electrogram (egm). Subsequently the patient presented in-clinic with a threshold of 2.7 volts however the device has previously been programmed to 2.5 volts. The patient reported lightheadedness intermittent episodes of dizziness. Additionally, a gradual increase in pacing impendence was noted. The pacing output was increased to 4.5v and a follow up evaluation was scheduled. This lead remains in service. There were no additional patient adverse effects. Additional information was received which indicated a lead safety switch (lss) occurred due to high out of range pacing impedances on the right ventricular (rv) lead. After the lss, myopotential noise was oversensed on the rv lead, which resulted in pacing inhibition. The patient has an underlying rhythm in the 40-50 beats per minute (bpm). Technical services (ts) recommended reprogramming options and to consider a lead revision at the time of device change out. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted and replaced. No additional adverse patient effects outside the revision procedure were reported.